Manufacturer narrative:
Visual and microscopic examination of the returned device revealed that the hypotube had a severe kink, the kink was located at approximately 19.6 centimeters distal to the distal edge of the strain relief. Complaints of this nature are consistent with excessive tensile force having been applied to the device. Microscopic examination of the crimped stent found proximal stent strut damage, the struts were bend back distally. This type of damage to the stent is consistent with the stent getting caught on a foreign object during withdrawal. It is noted that the device failed to meet specifications in its returned condition. However, a review of the manufacturing record for this particular batch # 7818027 shows that the device met its material, assembly and product specifications at the time of its release to distribution. The root cause of the reported complaint cannot be conclusively determined at this time, therefore, no corrective action will be initiated at this time.

Event description:
This complaint is now reportable based on the analysis completed on 07 sep 2006. It was reported that during a coronary drug eluting stenting treatment procedure, a shaft kink occurred. However, the returned product confirmed that there was stent damage. The lesion was located in the left anterior descending (lad) artery. The vessel was 2.25mm in diameter. The vessel was pre-dilated with an unspecified 9mm length balloon. The physician attempted to advance a taxus express2 2.25x12mm drug eluting stent (des) to the lesion site but was unable to cross the lesion. Upon attempting to withdraw the entire stent delivery system (sds), the shaft kinked. Another of the same device was used to successfully complete the procedure. There were no patient complications. The device analysis indicated stent damage.